Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected longevity. The patient was admitted into the hospital due to dizziness, arrhythmia, and bradycardia. The ipg was unable to be interrogated and there was no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.